Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets and device being damaged by another device, resulting in an slda, appear to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The sgc referencedis filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the leaflet. Grasping was difficult and visualization was challenging due to the patients respirations, but the clip was successfully deployed. A second cds was advanced through the steerable guide catheter (sgc); however, the curve on the sgc began straightening because the knob would not hold the curve and needed to be held, making positioning of the cds difficult. Although not functioning properly, the device continued to be used and instead of advancing between the anterior and posterior mitral valve leaflet, the cds pushed on the anterior leaflet. Several seconds later, the clip detached from the anterior leaflet (slda). This clip was then deployed to stabilize the slda clip. Mr was reduced to 1-2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.